Event description:
Physician stated that "during final viscoinjection, the plastic sleeve on the syringe broke, causing the intraocular segment of the cannula to pierce the capsular bag." Intra-ocular lens implantation was completed, wound was found to be non-leaking.